Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and broken occluder legs were observed. Leak, clear passage, and clamp function testing were performed and an internal leak through a closed twist clamp was observed caused by broken occluder legs. No external leaks were identified during testing. The cause of the broken occluder legs could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging is known to cause damage to the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the twist clamp. This occurred during the first exchange of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.